Manufacturer narrative:
(B)(4).medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed.

Event description:
It was reported that during patient use with a cylinder at 100% oxygen (o2), the ventilator was changed from cylinder to wall source and a gas leak was observed from the mixer. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.